Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 59 mg/dl at the time of call. The customer's blood glucose was 68 mg/dl at the end of call. The customer stated that she programmed less carbohydrate when she was eating and her blood glucose dropped from 98 to 63 mg/dl. The customer stated that she treated the low blood glucose with food. The customer stated that the insulin pump was exposed to x-ray. The insulin pump will not be returned for analysis.